Event description:
Infusion pump with an 812:02 failure code found during service. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.